Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded one other complaint for the same condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.

Event description:
Consumer reported one (1) bd pen needle broke off in his skin. Consumer went to (2) hospitals to get the needle taken out and the second hospital was able to get the needle surgically out and consumer got (5) stitches on his arm.